Event description:
It was reported that a pump history log contained system error 322. It was determined that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and eval by baxter. The reported symptom could not be reproduced during testing. The system error 322 was confirmed through the history log. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.